Manufacturer narrative:
Correspondence between technical services and dentist indicates that based on xray imaging, the implant is well positioned centered between the adjacents and the crown size is normal for a 4.5mm platform. It is not evident on any of the radiograph images when the fracture to the implant occured. The implant does not appear angulated to place any awkward/severe loading characteristics. From a technical perspective, there is not a clear answer to why the restorations failed. All screw loosening/fracture issues may be related to the fracture of the implant, but it is not possible to determine this as a fact.

Event description:
Per complaint (B)(4), there was an allegation of dental implant fracture. The implant remains within the patient and the extraction procedure has not been scheduled.